Event description:
It was reported that the patient underwent a recurrent, open ventral hernia repair procedure on (B)(6) 2011 and mesh was used. The patient developed deep surgical infection on (B)(6) 2011 and intervention was indicated and the device was removed on unspecified date. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.